Event description:
It was reported that during a oophorectomy procedure, staple line leakage occurred. Intervention to correct cut and staple line was taken. The night after the intervention, bleeding occurred. Coagulation with powerstar was performed. Pt required reoperation.

Manufacturer narrative:
The kinked tube caused the machine to alarm. The nurse addressed the alarm and corrected the issue by replacing the bag. There was no impact to the pt and no injury.